Manufacturer narrative:
Citation: kantzis et al. Transapical access for dilatation of a melody valve in the mitral position using large balloons, in a small child: a case description with midterm follow-up and literature review. Cardiol young. 2021 aug;31(8):1336-1339. Doi: 10.1017/s104795112100041x. Epub 2021 mar 9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient who underwent implant of a medtronic 18-mm melody bioprosthetic valve (unique device identifier numbers not provided). Postoperative mean inflow gradient was 4 mmhg with no regurgitation or paravalvular leak. At two weeks postoperative the patient developed complete heart block which required implant of a permanent pacemaker. During follow-up echocardiography showed mild paravalvular leak. At five months postoperative the patient had symptoms of right heart failure. Subsequently, the patient underwent an intervention to dilate the valve to a final diameter of 22 mm with low-pressure balloons. Intraoperative transesophageal echocardiography showed no paravalvular leak, an unobstructed left ventricular outflow tract, and the right and left lower pulmonary veins free of any obstruction. The patient was transferred to pediatric intensive care unit (ICU) for recovery. At one week postoperative the signs of right heart failure had reversed and the patient was discharged home in good condition. At 18-month follow-up, echocardiography found no paravalvular leak or other regurgitation. No additional adverse patient effects or product performance issues were reported.